Event description:
It was reported that a patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information indicated that the patient presented to the clinic on (B)(6) 2025, and the recommended programming changes were made. The patient was asymptomatic.